Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since (B)(6) 2018 and sertraline hydrochloride (zoloft) from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain ("pain/ pelvic pain") and abdominal pain ("pain/ abdominal pain"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), tooth fracture ("dental problems (tooth decaying, tooth breakage)/other injuries/symptoms: dental problems") and dental caries ("dental problems (tooth decaying, tooth breakage)"). In (B)(6) 2015, the patient experienced acne ("rashes or skin conditions type: acne"), depression ("psychological or psychiatric problems condition: mood swings/depression/anxiety/psych injury"), anxiety ("psychological or psychiatric problems condition: mood swings/depression/anxiety/psych injury") and mood swings ("psychological or psychiatric problems condition: mood swings/depression/anxiety"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches/ other injuries/symptoms:migraine"). In (B)(6) 2016, the patient experienced vulvovaginal candidiasis ("infection (other) describe: yeast (candida)"). In (B)(6) 2017, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("pain: back"), hypersensitivity ("allergy: hypersensitivity"), cystitis ("bladder/urinary problems: uti, bladder infection ,vaginal infection"), vaginal infection ("bladder/urinary problems: uti, bladder infection ,vaginal infection") and headache ("other injuries/symptoms: headaches") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysgeusia, acne, hypersensitivity, urinary tract infection, vulvovaginal candidiasis, cystitis, vaginal infection, depression, anxiety, mood swings, migraine, tooth fracture, dental caries, alopecia, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, perforation, tooth fracture, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- new events-" pain: back, bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding), allergy: hypersensitivity, perforation: other, bladder/urinary problems: bladder infection ,vaginal infection, other injuries/symptoms: headaches, and hormonal changes" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.